Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Confirmed. Fse replaced the patient side cart (psc) boom's motor. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer stated they had a waiting on sterile tasks message, and the boom extension axis was not moving. Technical support engineer (tse) had the site check for misaligned covers, and the caller stated that there were none. Tse had the site hard reboot the patient side cart (psc) with no change. Customer was unable to get the psc to move. Therefore, customer was going to bring in another psc. The procedure was aborted to another dv system with no reported injury.